Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry /programming anomaly. The physician was unable to retrieve daignostic information.